Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle the plungers were pushed all the way to the end. The following information was provided by the initial reporter: some plungers of the insulin syringes #328440 were found pulled half way and some were pushed all the way to the end, customer concerns the quality inconsistence and it may break the sterility of the syringes (with those ones that plungers were pushed all the way to the end).

Manufacturer narrative:
H.6. Investigation summary: customer returned (10) 3/10cc, 8mm, 31g syringes in a sealed poly bag from lot # 8281946. Customer states that the plungers were pushed all the way to the end. All returned syringes were examined and all plunger rods were placed in between the 0-2 unit markings. All of the shields and plunger cap were correctly placed on the syringes, indicating that the sterility of the fluid path has not been compromised in any of the returned syringes. No defects were observe don any of the returned syringes. A review of the device history record was completed for batch# 8281946. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were five (5) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for smeared stopper dry barrel. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text: see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle the plungers were pushed all the way to the end. The following information was provided by the initial reporter: some plungers of the insulin syringes #328440 were found pulled half way and some were pushed all the way to the end, customer concerns the quality inconsistence and it may break the sterility of the syringes (with those ones that plungers were pushed all the way to the end).